Event description:
A pt reported missing segments with a one touch meter. Pt reported inability to read the ot meter display because of the missing segments. Pt takes set amounts of insulin and is on insulin sliding scale. Pt based their insulin intake on ot meter readings. Pt did not report having any adverse events. No further info has been reported.